Event description:
It was reported that the right atrial (ra) lead dislodged during a valve procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 6935m62 lead: (B)(6) 2013. A 4968-35 lead: (B)(6) 2014. A 690r32 heart ring: (B)(6) 2014. (B)(4).